Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, on the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Lump/nodule: unable to observe, as it is a medical event. That is not related to the device. Additional observations: crease fold is observed, white particles on the shell are observed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture, capsular contracture, baker grade iii, pain and a lump¿.

Event description:
Patient reported left side rupture, capsular contracture, baker grade iii, pain and a lump. Device remains implanted.